Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she had lost the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to a blood glucose reading of 662 mg/dl and diabetic ketoacidosis. She experienced symptoms of weight loss, cramps, and vomiting. The customer was at the lake and had not been wearing the insulin pump for two days prior to the hospitalization. She was treated with an insulin drip and potassium while at the hospital and continued to treat high blood glucose with manual injections because the insulin pump was lost. After she was released from the hospital, the customer called for assistance with a continuation of therapy insulin pump. She reported that the blood glucose was running because she had not been on the insulin pump. She found the lost insulin pump and inserted a new battery, but it had a blank display. Customer was assisted with troubleshooting for her old insulin pump. Nothing further was reported.